Event description:
It was reported that the patient suffered from liver dysfunction. The patient's total bilirubin was 0.7 milligrams per decileter, the asparatate aminotransferase was 116 units per liter, and the alanine amino transferase was 194 units per liter. The relation between the hepatic dysfunction and the device is low but cannot be ruled out.

Manufacturer narrative:
This event was originally reported under MFR# 2916596-2022-01919 as part of a historical jmacs patient registry review in japan through mcs abbott japan affiliate. On 19sep2022 the review of files of this event type was completed. A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4), and the reported event of hepatic dysfunction could not be conclusively determined through this evaluation. The patient remains ongoing on the heartmate 3 left ventricular assistant device, serial number (B)(4). No product is available for investigation. The heartmate 3 lvas instructions for use lists hepatic dysfunction as an adverse event that may be associated with the use of heartmate 3 lvas. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.